Event description:
It was reported that a system was explanted and replaced on 2012-10-18. The reporter stated that the patient was involved in "vigorous tai chi exercises and kayaking." It was stated that the patient experienced a change in stimulation and had pain in the buttocks region. It was noted that after multiple reprogramming attempts the physician elected to remove and replace the entire system. It was stated that there was no patient injury associated with this event. The patient recovered without sequelae.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable neurostimulator (serial # (B)(4)) found no anomalies. Analysis of the extension (serial # (B)(4)) found no anomalies. Analysis of the lead (lot # 0205503304) found no anomalies.

Manufacturer narrative:
Product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type extension; product ID 309328, lot# 0205503304, implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type lead. (B)(4).